Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and transvenous implantable lead exhibited out of range shocking impedance. In addition, the ICD displayed a message stating low shocking impedance. The patient had received shocks the previous weekend. During the invasive procedure to replace the device and lead, out or range pacing and shocking impedance was observed. When removing this lead, it got caught in the patient's superior vena cava. It was therefore abadoned there and cappped. A portion of the lead and the device have been returned for analysis. A new guidant device and lead were successfully implanted.